Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Section d references the main component of the system. Other medical products in use during the event include: product ID d-evprop34us (lot: 0011051602); product type: 0195-heart valves; implant date n/a; explant date n/a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, in a patient with a bicuspid valve, a pre-implant balloon aortic valvuloplasty was performed with a 24mm non-medtronic (true) balloon. The valve was loaded once onto the delivery catheter system (dcs) and was confirmed via visual, tactile, and fluoroscopic inspection. No misload was identified. The valve was deployed and recaptured due to an unfavorable position. Upon the second deployment, an infold was noted in the valve frame. Per the physician, calcification was present and contributed to the infold. The valve and dcs were withdrawn from the patient. Subsequently, a new valve and dcs were used for implant. No adverse patient effects were reported.